Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in power consumption which affected this device's longevity. Additional information was received indicating that the device was scheduled for changeout. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in power consumption which affected this device's longevity. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Patient code 3191 captures the reportable event of surgery.